Event description:
Inadvertent activation during cardiac procedure. On (B)(6) 2014 additional info received, dr was performing a bypass surgery using megadyne pencil and mega soft pad with a valley lab generator. A mista blower was used which sprays water on the heart during procedure. They noticed fluid was getting into pencil but did not change out pencil. Dr stated he did not press any buttons nor were foot switches used and the pencil activated on its own. Nurse and assistant were witnessed to this. When pencil activated the pencil cut the memory artery that was bypassed and dr had to re-heparinize pt and repair anastomosis (re-do bypass).

Manufacturer narrative:
Without lot number info we are unable to identify the MFR date. Without lot number info we are unable to perform a review of the lot history record. A review of the product history reveals this device to be a reliable component of electrosurgery and there is no evidence to suggest a device defect or malfunction. As reported by the user, ingress of fluids from exposure to the mista blower is the most likely cause. Device meets the requirements of (B)(4) 3rd edition for fluid ingress. Megadyne determined this event is related to use beyond the scope of the design and the intended use of the device. User facility determined event is not reportable. Megadyne is reporting because report indicated intervention was required. Megadyne cautioned the user against use of the handpiece in this application.